Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/30/2025, it was reported by a sales representative via phone that (2) ar-2324bcsp 4.75 mm biocomposite swivelock® anchors peek eyelets broke. This occurred during a supraspinatus repair on (B)(6)2025, where the proper technique guide was followed. The fragments were retrieved, and the case continued using an ar-2324bcc, and the bone was prepped using a punch. There was a slight delay of about 5 minutes with no additional anesthesia required.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional field data, arthrex concluded that the most probable contributing factors to the reported failure include improper bone preparation and/or the use of prying or leveraging techniques during device insertion. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.